Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#: (B)(6) serial#; implanted: on (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot#: (B)(6), ubd: 17-jan-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that they fell and busted their head open on (B)(6) of last month and at this instant their tailbone had hurt really bad. The patient stated they cannot bend over and have a hard time doing anything. The patient inquired if maybe they messed up the leads that were put in there because it was just right after they had the procedure. The patient was redirected to their healthcare provider to further address the issue. They already have an appointment on (B)(6). Additional information was received from the health care professional (hcp). The nurse stated that the last time they saw the patient was on (B)(6) 2025 and the patient did not make any mention of the fall nor their head busting open. They nurse stated that they will notify the doctor and reach out to the patient because patient never reported this to them and no mention in patient progress notes about this.